Manufacturer narrative:
The device has been received by baxter, but an evaluation has not yet been completed. A follow-up report will be submitted when the evaluation is completed.

Event description:
The facility representative reported a pump that fails to alarm due to audio failure. This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.